Event description:
It was reported that the user received a ¿connect cgm or enter bg¿ alert on the ilet and ¿dosing stops soon¿ while using a libre 3 plus; the user had not properly scanned to pair the sensor with the ilet and, after rescanning, the device displayed activation successful with the standard warmup period communicated, and a contemporaneous fingerstick was 173 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.